Event description:
It was reported by the rep that the (1) 355hr was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon noticed a leak in the seal during the case. The housing was replaced and the case was finished without incident. The rep noticed that the surgeon used right angle monopolar cautery re-useable instrument. The rep instructed the surgeon to hold the flapper valve open upon removal.